Manufacturer narrative:
On may 7, 2021, mentor became aware that patient experienced rupture. On may 10, 2021, mentor became aware that patient experienced bilateral rupture confirmed with ultrasound on (B)(6) 2021. As a result, patient will go under bilateral explantation and replacement with catalog number 3507001bc on (B)(6) 2021. Following fields have been updated on this form: is product problem has been selected under section b; field b1. Is required intervention has been selected under section b; field b2. Fields d6b for explantation is (B)(6) 2021. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned." "Known inherent risk of device" has been added to field h6 (investigation conclusions). Reason for device explant and/or reoperation: right side breast pain, and rupture this supplemental report is for the patient¿s right-sided device. Left side issue is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast reconstruction surgery with 700cc mentor memorygel breast implant and experienced right side breast pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.